Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that before an unknown procedure, the outer seal came off when the obturator intended to be inserted. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.